Event description:
It was reported to philips that the host pc intermittently failed to power up on an allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised the customer to replace the host pc and hdd. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).